Event description:
It was reported that the pt has not had medication in pump for 2 yrs due to drug side effects and catheter kink that lead to not getting enough pain medications, then too much medication. Per the rptr: "I almost died from overdose". The pt had been on several medications from 2000 to 2006 when she quit using her pump. Several attempts to f/u with the hcps for add'l info were made without success.

Manufacturer narrative:
Used for catheter.